Manufacturer narrative:
(B)(4). Batch #: u4035p. Additional information was requested and the following was obtained: the device tip broke when the device was connected. The device was not used for the patient. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an open myomectomy, an unknown error occurred and became not to activate. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2022. D4 batch #: u9306u. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sngcb device was received with the blade outer sheath cracked at the torque wrench area no pieces were returned. In addition the blade was not broken off as reported. When tested for functionality, the device could not be torqued into the hand piece due to the damage to the outer sheath at the torque wrench area. Due to the device returned condition, we were unable to investigate further the reported alert screen a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.